Event description:
Generator product analysis was completed. The generator performed according to functional specifications. The returned setscrew showed indention marks, suggesting a lead pin/test resistor was once secured by the setscrew. No other abnormalities were noted on the generator. There were no performance or other adverse conditions found with the generator. Lead product analysis was completed. The high impedance was not confirmed in the product analysis, or pa, lab. The lead was returned intact. The dimensional measurements taken of the connector pin and ring, small and large o-rings, and boots were within specification. A cut mark was observed on the rear end of the small front o-ring and scratch marks were noted on the surface of the connector ring. The canted spring inside the cavity of the original generator appeared to be irregular and it is possible the spring contributed to the cut and scratch marks. The condition of the returned lead assembly is consistent with those typically following an attempted implant procedure. No obvious anomalies were noted except for the three half sets of setscrew marks found at the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The marks are evidence of a potentially insufficient mechanical contact between conductive surfaces of the generator and connector ring, resulting in a suspect electrical connection to the lead. Continuity checks of the lead were performed with no discontinuities identified and no coil breaks were observed. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead assembly. Incomplete insertion of the connector pin may have been a potential cause for the observed high impedance condition during an attempted implant of this lead.

Event description:
It was reported by the surgeon that a generator "did not function" during the vns initial implant procedure. Follow up with the company representative revealed that during this patient's initial vns implant surgery, high impedance was observed on the patient's vns. Repeated measurements were reported to show the same value. It was stated that between measurements, the lead pin was removed, cleaned, and wiped dry and the generator lead cavity rinsed with nacl water. A new generator was connected, but continued to show high impedance. Once the lead was replaced, the diagnostics were as expected. There were no observed visual anomalies on the products prior to or post-attempted implant. The suspect products were received by the manufacturer and are pending product analysis. No additional relevant information has been received to date.